Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump casing was damaged inside the cartridge compartment and chipped along the outside. The cartridge cap allegedly secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:during a visual inspection of the pump, the paint was observed to be chipped at the cartridge compartment; however, no damage to the pump casing was found at the cartridge compartment.